Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during the implant and interrogation of this device an error code 1003 was displayed. The usage of the device was discontinued and a new device was used. The device will not be returned as the error code was due to temperature drop, and the device could be used for the next implantation. No adverse patient effects were reported.